Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and genital haemorrhage ('genital bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, menorrhagia, bacterial vaginosis, uterine fibroid and ovarian cyst. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), infection ("infection"), abdominal distension ("bloating") and fatigue ("fatigue"). The patient was treated with surgery (ablation and exploratory laparotomy with total abdominal hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, genital haemorrhage, infection, abdominal distension and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, fatigue, genital haemorrhage and infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: ovary, right, oophorectomy: mucinous carcinoma, limited to one ovary, without ovarian capsular involvement or rupture (15 cm) serosal adhesions. Ovary, left, oophorectomy: mucinous cystadenofibroma. Scattered serosal adhesions. Fallopian tubes, bilateral, salpingectomy: serosal adhesions. Mild to moderate mixed inflammation and reactive changes. Endosalpingiosis, left. Uterus and cervix, hysterectomy: cervix: focal mild chronic inflammation and squamous metaplasia. Scattered nabothian cysts and rare tunnel clusters. Endometrium: inactive pattern. Myometrium: adenomyosis. Leiomyoma, few (0.4 to 2 cm). Serosa: scattered adhesions. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and genital haemorrhage ('genital bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, menorrhagia, bacterial vaginosis, uterine fibroid and ovarian cyst. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), infection ("infection"), abdominal distension ("bloating") and fatigue ("fatigue"). The patient was treated with surgery (ablation and exploratory laparotomy with total abdominal hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, genital haemorrhage, infection, abdominal distension and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, fatigue, genital haemorrhage and infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2018: ovary, right, oophorectomy: mucinous carcinoma, limited to one ovary, without ovarian capsular involvement or rupture (15 cm). Serosal adhesions. Ovary, left, oophorectomy: mucinous cystadenofibroma. Scattered serosal adhesions. Fallopian tubes, bilateral, salpingectomy: serosal adhesions. Mild to moderate mixed inflammation and reactive changes. Endosalpingiosis, left. Uterus and cervix, hysterectomy: cervix: focal mild chronic inflammation and squamous metaplasia. Scattered nabothian cysts and rare tunnel clusters. Endometrium: inactive pattern. Myometrium: adenomyosis. Leiomyoma, few (0.4 to 2 cm). Serosa: scattered adhesions. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.